Manufacturer narrative:
A service technician from steris' distributor inspected the processor and found that the crimp fitting on the inlet hose to the processors filter bank assembly required replacement. The technician further inspected the processor and found that additional hose fittings required replacement. The service technician repaired the processor, ran a test cycle and confirmed the processor to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their processor. No report of injury or procedural delays or cancellations.